Event description:
Reporter alleged the customer obtained a discrepant back to back blood glucose results of over 500 mg/dl, 360 or 380 mg/dl and 184 or 200 mg/dl when all tests were performed within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent. Reporter stated the strips were lost and so no product will be returned for evaluation.